Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor became unpaired from the ilet, resulting in loss of sensor readings, and the user was instructed to restart the ilet, toggle the cgm selection between g6 and g7, and reenter the sensor code. Symptoms included absence of glucose data. Outcomes included temporary interruption of glucose monitoring without alerts or alarms, with the user planning to call back if readings did not resume. Investigation included technical troubleshooting and user education conducted by customer support. Investigation of this case revealed a pairing failure between the cgm and the ilet with no responsible device identified and no hardware component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to an inability to reproduce the issue during the call and the absence of device failure evidence.